Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) was 231 mg/dl. Reportedly, the customer obtained a replacement usb cable to attempt to charge the pump with. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement usb cable; however, the customer did not respond.